Manufacturer narrative:
Wires disconnected.

Event description:
It was reported by service report that the bed has no controls and the bed was in an elevated position. It is unknown if there was patient involvement or if there are adverse consequences to report.